Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. It was noted there was only a single oor measurement, otherwise the impedances had been stable measuring, 60 ohms to 80 ohms. Boston scientific technical services (ts) discussed continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.